Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g119 scaler, there was low water flow and the handpiece was hot; no injury resulted.

Manufacturer narrative:
Product is outside of useful life. Hose/tubing is clogged.